Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was described as due to improper operation during pd treatment. It was reported that the patient was hospitalized for the peritonitis event and after undergoing treatment for 20 days, was discharged from the hospital. It was not reported if the patient had recovered from the event upon discharge. On an unreported date in the following month, the patient was hospitalized again due to ongoing peritonitis with onset of cloudy effluent and diarrhea. The patient was treated with unspecified anti-inflammatory drugs (intraperitoneally and intravenously, doses, frequency and duration not reported) for the event. At the time of this report, the patient has not recovered. Pd treatment was ongoing with the indication to switch to hemodialysis at an unspecified date. It was not reported if the patient was retrained on the proper aseptic technique. No additional information could be provided as the reporter declined follow-up.